Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced pain while wearing the pod for less than one hour. After removing pod, patient found the needle had not retracted; this indicates a needle mechanism failure occurred. The cannula was also bent upon removal. This pod was discarded.